Event description:
It was reported that during the implant procedure, the atrial lead dislodged. During repositioning, the physician could not retract the helix. The lead repeatedly became stuck in the atrium and could not be repositioned in a desired spot. The patient's status was reported as "ok". The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): lead was stretched and the helix/lobe was distorted/bent. Investigator comment: the lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly.